Event description:
As reported by edwards field clinical specialist approximately 9 years and 11 months post implant of a 26mm sapien 3 in the aortic position, a 2nd 23mm sapien 3 ultra resilia valve was implanted due to regurgitation and stenosis.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The 26mm sapin 3 will not be returned as the valve remains implanted in the patient. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Despite multiple attempts, no other information was forthcoming. However, patient factors (age 80 years old) and the mechanism listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Upon review of medical records, at 9 years and 10 months post tavr the patient presented with palpitations, fatigue, covid 19+ pneumonia and nstemi, hyponatremia, elevated lft's and aki. An echo revealed a bioprosthetic valve in the aortic position with 2+ valvular regurgitation. An echo (tte) performed revealed an aortic valve area (ava) of 0.76cm2, with mean gradient 43mmhg, moderate aortic regurgitation (ar) across the valve with concern for aortic stenosis (as) and leaflet thickening. A CT with IV contrast revealed a 26mm sapien 3 tavr valve well seated with extensive leaflet calcifications, reduced mobility with suggestive of valve degeneration. A 23mm sapien 3 ultra resilia valve was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. The following sections of this report have been updated: section b1 (report type), b5: (describe event or problem). B7 (other relevant history), h6 (clinical code, device code, and investigation conclusions) and h10 (narrative/data). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient's co-morbidities (age, htn, hln) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.